Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The peel away sheath was left inside the patient after the procedure due to vascular injury. The sheath was being used as a vascular bleeding prevention. Additionally, it was reported that the patient developed distal limb ischemia on the insertion site due to peripheral arterial vascular disease (pavd). The limb was noted as being cold. Impella cp was weaned and explanted. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ this report is being filed as part of a retrospective review of historical records.